Event description:
It was reported, during a procedure on (B)(6) 2012 the drill broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation of the complained drill bit showed that the tip broke while drilling. The measurable dimensions of the drill bit was checked and found to be in compliance with the technical drawings and specification. Based on the findings it is determined that the cause of failure was not due to any manufacturing non-conformances. The manufacturing documents were reviewed and no discrepancies to the specifications were found.